Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the customer was having issues with the insulin pump alarming no delivery when attempting to prime. Customer's blood glucose was unknown at the time of the incident, but current blood glucose was 535 mg/dl. Troubleshooting was performed and issue was resolved by disconnecting and reconnecting the reservoir and infusion set. Customer was advised the insulin pump was working properly. The insulin pump is not returning for analysis.